Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension; product ID: 3389s-40, lot# va1h8fy, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 03-oct-2022, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 10-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the patient got an infection, so the system needed to be removed. Surgeon removed right lead, extension, and ins. Left system (previously implanted) remains implanted and working properly. Unknown if any environmental/external/patient factors may have led or contributed to the issue. No further complications were reported or anticipated with this event.